Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported via phone call that the reservoir had air bubbles. The blood glucose level at the time of the incident was 10.2 mmol/l. Troubleshooting was performed. The customer found a small leak on the infusion set near the p-cap and changed the set. The product will be returned for analysis.